Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the trailing haptic detached in the eye. The haptic was removed during the same procedure. The patient was treated with ophthalmic drops to decrease the intraocular pressure (iop). In the surgeon's opinion, the iol did not cause the event and the most probable cause was the injector. The surgeon also indicated the use of an unapproved viscoelastic during the procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There were no other complaints reported in the lot. (B)(4).